Event description:
Reporter alleged obtaining a discrepant blood glucose result of 361 mg/dl on inform system 1 compared back to back with a result of 173 mg/dl on the inform system 2 when testing was performed less than 10 mins apart on a pt. Reporter did not indicate that pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550508, expiration date 04/30/2009).